Manufacturer narrative:
This report is submitted on august 31, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient developed mastoiditis, however the issue did not resolve; subsequently the device was explanted on (B)(6) 2014 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient was treated with antibiotics (specific type, date and duration not reported). Device analysis report attached. This report is submitted on march 25, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection and an extrusion of the electrode lead into the external auditory canal. Subsequently, the electrode array was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on march 11, 2022.